Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 400 mg/dl. Which she treated with the insulin pump. Customer reported that two hours later, her blood glucose level was up to 600 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 333 mg/dl. The customer stated that she would perform a set change and the insulin pump was not replaced or returned for analysis.